Event description:
Boston scientific received information that, prior to the revision procedure of the associated right ventricular (rv) lead, a chest x-ray was performed. The x-ray revealed this right atrial (ra) lead dislodged. During explant, this ra lead broke into two sections. A small section was left in the subclavian vein. The rest of the ra lead was explanted. A new rv and pg were implanted, and the procedure was completed successfully. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Visual inspection of the lead noted the lead tip had become separated and was missing. Stretching of the distal section of the lead was also observed, likely due to the explant procedure. The electrode tip had been pulled out of the distal end of the lead body.